Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an occlusion alarm when a cassette was attached. After detaching the cassette, it was noted that there was a bent part at the connection site. No adverse patient effects were reported.

Manufacturer narrative:
One used cassette was received for investigation. A visual inspection was performed and it was detected that the fluid path was partially occluded in the bond between female luer and tubing. Also, a section of the tubing near the female luer was slightly bent. Flow testing found that it was difficult to infuse water through the union between the luer and the tube. The root cause was determined to be a solvent application issue in the manufacturing plant.